Event description:
Reported directly from the product experience report: "on (B)(6) 2010, the surgeon used a 58mm tm revision cup for an acetabular revision. When the cup had been implanted, he opted to use a 36mm internal diameter liner. Only 36mm liners that had been sent in the jointline loan kit were continuum liners, rather than revision liners. As a result, a 58mm (ll)/36mm continuum liner was opened and given to the surgeon and implanted into the patient. At this time the surgeon commented that the liner was very smooth and opted to use an oscillating saw to score the back of the liner before cementing it into the cup. Before doing so, I informed the surgeon that by scoring the back of the liner, he would become liable for any subsequent liner failure. The surgeon acknowledged what I had said, and continued to score the continuum liner before cementing it into the tm revision cup, where he reported it sat proud by approximately 1 to 2mm. The surgeon was happy that the operation he had performed was successful in spite of the incorrect liner being used. The articulating surface is correct and the cementing of the liner into the shell was expected. By "roughing up" the outer surface of the liner, the surgeon believes that the implant will work exactly as required for this patient."

Manufacturer narrative:
Evaluation summary: the package insert for this device states, "zimmer is not liable for complications arising from the use of the device outside of its indicated uses, surgical technique or judgment, product selection, and similar matters outside the control of zimmer." No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. There is no alleged failure or adverse event reported, and this is a case of using the device outside of it's indicated use.